Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed and the machine alarmed. Test strips were used to confirm the blood leak. Estimated blood loss was 200cc's. Pt had no ill effects. Sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is confirmed. An investigation of the device mfg records was conducted by the MFR. The batch review confirmed the labeling, material, and process controls were within specification.